Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for the alleged failure reported and the based on the available information, the likely cause for the alleged failure could be application of excessive force while pulling back the device and tamping the collagen. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while using the angio-seal device, hemostasis was successfully achieved. However, on the following day, hematoma presented at the puncture site. A surgical procedure was performed to remove the anchor and successfully completed. When the anchor was observed, the anchor was found to be bent. The patient was not serious condition. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used, puncture site and vessel diameter were unknown. The patient require dissection, multiple sticks were not performed, the posterior wall was not punctured. The patient was not in serious condition. There were no other devices or equipment used with the reported product. Additional information was received on 11mar2021. It was confirmed that the lesion was not a hematoma, however it was swelling of the lymph nodes. After ultrasound was performed to diagnose the lesion, there was a possibility that the bended anchor was attached to the vessel wall. The patient had been resting in bed four hours after the procedure. The patient did not take any actions that apply abdominal pressure after the procedure. The patient has no arteriosclerosis obliterans. Excessive tension on the suture was applied. The tamper tube was pushed with excessive force. The patient had hyperlipidemia. The puncture site was the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm.